Event description:
It was reported that this lead was capped due to capture.

Manufacturer narrative:
The lead was returned and evaluated. The device had been cut into two pieces with 24 cm and 33.7 cm segments and measuring out of specification. Dc resistance and hi-pot testing were unable to be performed due to the device being cut into two pieces. Helix height was also out of specification due to the helix being stretched likely due to the explant procedure. The connector pin and large boot were within specification. Visually, there were slashes and cuts along the tubing and large boot with the coils being deformed where the lead had been cut. The molded head also had a deep cut in the silicone exposing the coil inside. The anode plate was deformed, deeply scratched and missing the donut. The helix tubing also had cuts. Review and confirmation of manufacturing records was performed. All records indicate the device met specification prior to leaving greatbatch medical. Risk documentation was also reviewed, however, no conclusions could be drawn since the myopore lead is implanted as part of a complex pacing system therefore making it very difficult to determine what caused the loss of capture. It may be related to device malfunction, device placement, patient condition or anatomy, etc. A root cause is not able to be determined at this time. The lead was badly damaged so electrical testing could not be performed to determine if the lead was functioning appropriately. The device is part of several implanted components that comprise a pacing system. Greatbatch medical is unable to determine if the subject device contributed to the event. All records indicate the device met specification prior to leaving greatbatch medical.